Manufacturer narrative:
Visual inspection found the atrial set screw stuck in the connector block causing the lead unable to be removed from the header. After the setscrew was dissected and removed, visual inspection identified excess epoxy in the connector block bores. It is believed that the excess epoxy caused the setscrew to be stuck in place and therefore prevented the lead from being removed from the header. The reported field event of an inability to remove the lead from the header was confirmed in the laboratory.

Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, the lead was noted to be dislodged. The lead was unable to be disconnected from the header of the device as the set screw would not turn. Both lead and device were removed from the patient and replaced. The patient is in good condition following the procedure. Related device: 2017865-2017-00493.